Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit had error fiber optic sensor failure. There was no patient involvement.

Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cs300 intra-aortic balloon pump (iabp) unit had fiber optic sensor failure. A getinge field service engineer (fse) evaluated the unit and issue was confirmed on site with a fiber optic sensor failure. Upon inspection of logs unit was showing error code 43 and 57. Performed three fiber optic function tests and unit failed each time displaying. Fse installed new fiber optic assembly (d997-00-1161). Performed and passed fiber optic function test. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. There was no patient involved. The defective components were received for further investigation. The failure analysis and testing dept. Received part number 0997-00-1161, serial number (B)(6) with a reported unit failure of a fiber optic error. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part into cs300 test fixture serial number (B)(6) and tested the part to factory specifications per the cs300 service manual part number 0070-00-0689 rev w. Ran the fiber optic test successfully. Fat was not able to replicate the reported issue. This part is obsolete and no longer able to be tested by a supplier. Fat cannot investigate this complaint any further. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).